Event description:
The patient's spouse reported that the physician indicated that the patient's lead "moved" and the lead measurements didn't "look right". The lead will be repositioned or removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.